Event description:
Boston scientific received information that this programmer was returned because as per field representative when tried to power up the programmer it smelled like something was burning. The field representative turned it off and went to another room; tried smelling the programmer but the same scent was smelled. However, the programmer was not hot to touch. Also, when using this programmer there was lots of noise noted on the electrocardiogram. This programmer was returned for analysis and no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was out of specifications due to burnt damage in the part. The insulator was replaced because it was melted. This programmer was defective.